Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem). Block d4, h4: the complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code (B)(6) captures the reportable event of clip dislodgment post procedure. Imdrf patient code (B)(6) captures the reportable event of posterior bleeding. Imdrf device code impact captures the reportable event of additional endoscopic procedure to stop the bleeding.

Event description:
It was reported to boston scientific corporation that a mantis clip device was used in the gastric antler during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2023. During the procedure, the clip was successfully deployed into the patient without problem. However, on (B)(6) 2023, the clip detached, and a posterior bleeding occurred. They had to perform an endoscopic hemostasis procedure where a different device was placed to stop the bleeding. Additional information received on september 26, 2023: note: this report pertains to one of two mantis clip devices used in the same patient and procedure. It was reported that the endoscopic hemostasis procedure was performed on (B)(6) 2023, and a hemostatic forceps was used to stop the posterior bleeding.

Event description:
It was reported to boston scientific corporation that a mantis clip device was used in the gastric antler during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2023. During the procedure, the clip was successfully deployed into the patient without problem. However, on (B)(6) 2023, the clip detached, and a posterior bleeding occurred. They had to perform an endoscopic hemostasis procedure where a different device was placed to stop the bleeding.

Manufacturer narrative:
H4: the complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a051201 captures the reportable event of clip dislodgment post procedure. Imdrf patient code e0506 captures the reportable event of posterior bleeding. Imdrf device code impact captures the reportable event of additional endoscopic procedure to stop the bleeding.